Manufacturer narrative:
Additional narrative: (B)(4). The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there were worn components to the bearings on the attachment device. It was further determined that the sleeve was shifted in the front on the edge. It was further observed that the screw was loose and overheating on the foxglove. It was further determined during the pre-repair diagnostics assessment that the device failed for nose tube assembly and for thimble set screw. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.